Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced foreign body sensation on right eye (od) on 3 day post-op exam. A brief description from the surgery center indicated there was debris on right eye. The patient¿s comments were of feeling something like a dirty contact and sees something in right vision. A flap and rinse was performed and symptoms are resolved. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -6.25 x .00 x 90, left eye pre-op 20/20 -4.75 x -.00 x 90.